Event description:
Cut mode always activated without being keyed by either handpiece or footswitch. Pushing switch on handpiece would deactivate the device but would reactivate when switch was released.